Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified common femoral artery after an interventional procedure. Reportedly, the suture was already cut in the device and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the whole suture was returned undamaged and partially exposed. The knot was unraveled. The anterior cuff had captured the anterior needle and the posterior cuff tabs were untouched. There was no needle strike mark at the posterior foot and the posterior needle was undisturbed. A posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undamaged posterior needle, indicating no engagement between these 2 components occurred. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket, which would cause the suture not to be retrieved while retracting the needle plunger, and it could appear very similar to the reported suture break event. However, the suture remained inside the device intact. During lab testing, the plunger was re-inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Contributing factors for needle deflection during deployment include, but are not limited to: manufacturing deficiencies; however, the needle trajectory of every device is checked twice during manufacturing; anatomical conditions; however there were no reported challenging anatomical conditions; deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. Based on the reported information and test results of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the device history record did not reveal any relevant non-conforming material records associated to this lot. Overall, in review of this incident, there does not appear to be any indication of a lot specific product quality deficiency. A query of the complaint database for this lot revealed no other incidents with reported suture break.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.